Manufacturer narrative:
Moisture damage inside the battery tube was noted during an initial inspection. The pump was received with a blank display after battery installation. The pump passed the leak test however, unable to perform the self test, sleep current measurement, active current measurement, and displacement test, download the trace and history files utilizing thump (download difficulty), or verify the unresponsive keypad and frozen display due to the blank display. The pump was cut open and the keypad overlay was removed for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). No evidence of physical damage or moisture damage was noted on the keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case and cracked buttons on the keypad overlay (select, up arrow, down arrow). Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. Unresponsive keypad and frozen display are unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had keypad anomaly and the customer reported a frozen display as numbers are not ramping on their own and no response from any button. Troubleshooting was performed but the frozen display could not turn back on. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.